Manufacturer narrative:
The device was returned for analysis. The reported activation/deployment failure was unable to be confirmed. During testing, the deployment lock was unlocked and the thumbslide was advanced and retracted to inspect the ratchet ears; the slider operated properly, no resistance was felt, and the stent was fully deployed without any anomalies noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported deployment failure was unable to be confirmed during return analysis, it is possible that during stent deployment the thumb slide was not advanced and retracted a sufficient amount of times to fully deploy the stent and/or the distal sheath of the delivery system was entrapped or bent/kinked in the anatomy (noted kinked outer sheath) such that the ratchet was unable to properly engage the stent resulting in reported deployment failure; however, this could not be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the superficial femoral artery. A 6fshort sheath was advanced through the 5.3mm vessel and the vessel was pre-dilated with an unspecified 6mm balloon catheter at nominal pressure for three minutes. During deployment of a 5.5x40mm supera self-expanding stent system (sess) the deployment lock was unlocked and the thumb slide advanced to the most distal position on the handle; however, the stent only partially deployed and remained lodged in the deployment system and further deployment was not possible. The sess was removed under fluoroscopy by pulling the entire system through the sheath. The procedure was successfully completed with a new unspecified supera stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.